Event description:
Patient reported receiving e4 (occlusion) errors. Patient indicated that she experienced elevated blood glucose (300 mg/dl). Patient indicated that she believed the e4 is being caused by a defective piston rod.